Manufacturer narrative:
One 8.5f swartz braided introducer sheath and dilator were received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Manufacturer narrative:
Additional information: h6.

Event description:
During atrial fibrillation procedure, just after inserting the sheath, prior to inserting catheters and transseptal needles, blood was leaking from the hemostasis valve of the sheath. The sheath set was replaced and the procedure was completed with no adverse consequences to the patient.